Manufacturer narrative:
Concomitant product: product ID 5433a. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the cable had an apparent fracture. The status of the cable is unknown. There were no patient complications reported as a result of this event.